Event description:
It was reported that during use while on a patient a 980 ventilator generated a constant alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The evaluation repair of the device has not been completed.

Event description:
The service engineer (se) inspected the device. The se found a cracked filter and replaced it. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.